Event description:
It was reported that the patient had left knee open reduction/internal fixation a couple months prior. Patient returned to surgeon nine days post op with increased pain. An x-ray showed a foreign body. Patient had another surgery the next day. A piece of guidewire about 2.5 inches long was removed. The risk manager will not release the device for evaluation.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record cannot be performed. Complainant's event is typically caused by user mechanical damage to the device such as prying/leveraging or excessive bending forces of mating instruments over the guidewire. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Customer will not release the device.